Event description:
The customer reported that, during preparation for use, the tip of the subject device (including the tip nozzle) was rusted and corroded black. The planned procedure was completed with another similar device. There was no effect on the patient due to the event. This is a loaner device that was used once one week earlier and then washed in an endoscope reprocessor after use and stored as usual. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign object was clogged in the nozzle and sub-water inlet. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, a brown foreign object was clogged in the nozzle and sub-water inlet and adhered to the distal end section. Component analysis of the material found the main component was protein which may have originated from humans, protein-based chemicals, or bacteria. A review of the device history record found no deviations that could have caused or contributed to the foreign material clogging the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was present due to incorrect or insufficient cleaning/disinfection although the facility confirmed reprocessing was implemented in line with the instructions for use. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.